Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed, and it was observed the cuff presents a cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode. No corrective actions are needed at this time since the confirmed failure (cut in cuff) would have been detected during the 100% inflation/ deflation test. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a hole in the cuff. The patient was extubated.